Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the tidal volume would change from 300 to 542. The field service engineer (fse) was unable to verify the reported problem. The fse tested the unit, which failed extended self-test (est). Product support recommended replacement of the exhalation flow sensor and the check valve 2. The customer reported that the unit was not in use on a patient. The fse replaced the exhalation valve assembly. Failure investigation found no fault on the returned air flow sensor.